Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the device staple? --- no information. If yes, was the staple line complete? --- na. Did the device cut? --- no information. If yes, was the cut line complete? --- na. Will all pieces of the device be returned? --- no information. If no, were they discarded? --- na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the firing knob was broken off at the first firing of functional end to end anastomosis on the colon when the firing knob was stuck and then moved forward forcibly. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.